Manufacturer narrative:
Additional narrative: product investigation review: the visual inspection and design evaluation on this second generation instrument was performed on january 21, 2015. No damage or functional issues could be identified. The performed handling test by product development with the returned instrument and 3 implants showed no functional deficiencies on the instrument. There is no functional or design related issues identified on the returned instrument. It is possible that the reprocessing personnel at the customer site was not aware of the new instrument functionality. Meaning the tensioning lever (trigger) component cannot be activated when the cutting lever is not in its resting position. This gave the false impression that the instrument is broken. Manufacturing review: there is no damage visible on the device. No design related issue could be identified on the instrument. The performed handling test by the product development with the returned instrument and 3 implants showed no functional deficiencies on the instrument. Therefore, we consider this complaint to be invalid from a manufacturing standpoint. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the sterilization process that the zip fix application instrument broke. No other information given. No patient harm. This report is 1 of 1 for (B)(4).